Event description:
Adverse event: induced astigmatism. An ophthalmic tech reports a pt with induced astigmatism following a refractive procedure. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)